Event description:
The customer reported the video system center is unable to display image. The event occurred during routine inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was confirmed, and it was determined to have been caused by a defect on the patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. [3.1 precautions for installation and connection]. Use the video system center only under the conditions described in ¿ environment¿ on page 305 and ¿ specifications¿ on page 306. Otherwise, improper performance, compromised safety, and/or equipment damage may result. [8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.